Event description:
It was reported by service report that the motion interrupt pan was broken and the power cord was frayed around the plug. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Motion interrupt pan.